Manufacturer narrative:
The customer contacted philip's remote service technician and indicated unit is alarming blower temperature (temp) high. Philip's remote service technician advised customer that he should see in the error log and error code consistent with check vent, blower temperature high and should do the following: verify that the air inlet filter is not dirty or blocked. Verify that the cooling fan is operational. Replace the blower. Replace the motor controller (mc) printed circuit board assembly (pcba). The customer is going to check the fan and filter and order replacement parts if needed. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Attempts are being made to confirm repair details. Attempts are being made to confirm clinical usage however, there is no report of patient or user harm.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Report date: 16sep2021.

Event description:
It was reported to philips that the device had a blower temperature high error. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.